Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Loose connection is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a connection issue with the transfer set on the homechoice (hc) device, during dwell 2 of 5. The hp was connected at the time of the event. During troubleshooting, it was noted that the transfer set had become disconnected due to not being secured. The technical service representative (tsr) reviewed proper procedures with the hp and assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.